Manufacturer narrative:
The customer reported complaint that "the autopulse platform (sn (B)(6)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) message," was confirmed during the functional testing and the archive data review. The root cause of the ua07 were the failed load cells, likely attributed to failed components or mishandling, such as a drop. During visual inspection found the encoder drive shaft does not rotate smoothly and exhibits binding and resistance. The root cause was the sticky driveshaft clutch area, usually caused by sharp edges from all 12-hex edges of the armature plate or burrs on the clutch rotor's surface, likely attributed to normal wear and tear. The sticky clutch's impact was not severe enough to make the platform non-functional. The autopulse platform was manufactured in 2016 and is more than five years old. The clutch plate was deburred to remedy the problem. During further inspection, unrelated to the reported complaint, the lcd backlight was not functioning, likely attributed to normal wear and tear. The processor board was replaced to remedy the backlight issue. The archive data indicated multiple ua07 on the reported event date, thus, confirming the customer's reported complaint. The autopulse platform failed functional testing due to ua07 displayed upon powering on, thus, confirming the customer's reported complaint. The load sensing system of the device has detected a weight/load imbalance between the two load cells. Load cell characterization check indicated failed single point load cell module 1 (the output reading values are over-reporting). The failed single-point load cell module 1 was replaced to address the customer's reported complaint. Following service, the autopulse platform passed the run-in and final tests without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for the autopulse platform with sn (B)(6).

Event description:
During shift check, customer reported the autopulse platform (serial (B)(6)) displayed user advisory "(ua) 07" (discrepancy between load 1 and load 2 too large) error message. The customer was unable to clear the advisory. No patient involvement.

Manufacturer narrative:
The customer reported complaint that "the autopulse platform (sn (B)(6)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) message," was confirmed during the functional testing and the archive data review. The root cause of the ua07 were the failed load cells, likely attributed to failed components or mishandling, such as a drop. Upon visual inspection, no physical damage was noted. Upon further inspection, unrelated to the reported complaint, the encoder drive shaft does not rotate smoothly and exhibits binding and resistance. The root cause was the sticky driveshaft clutch area, usually caused by sharp edges from all 12-hex edges of the armature plate or burrs on the clutch rotor's surface, likely attributed to normal wear and tear. The sticky clutch's impact was not severe enough to make the platform non-functional. The autopulse platform was manufactured in 2016 and is more than five years old. The clutch plate was deburred to remedy the problem. The archive data indicated multiple ua07 on the reported event date, thus, confirming the customer's reported complaint. The autopulse platform failed functional testing due to ua07 displayed upon powering on, thus, confirming the customer's reported complaint. The load sensing system of the device has detected a weight/load imbalance between the two load cells. Load cell characterization check indicated failed single point load cell module 1 (the output reading values are over-reporting). The failed single-point load cell module 1 was replaced to address the customer's reported complaint. Also, during functional test and unrelated to the reported complaint, the lcd backlight was not functioning upon powering on, likely attributed to normal wear and tear. The processor board was replaced to remedy the backlight issue. Following service, the autopulse platform passed the run-in and final tests without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for the autopulse platform with sn (B)(6).